Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to call back if the issue happened again and understood the instructions.